Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the y-site (clearlink) port; there was no alcohol cap placed on the port. This occurred while running total parenteral solution at the neonatal intensive care unit. Clear fluids would be placed to resolve this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: the lot # and expiration date were not included in the UDI # as the lot is unknown. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage under water, and priming were performed, and no defects that could generate a leak were observed. Functional testing with sterile water was performed including gravity testing (usage simulation) on an in-lab pump and water referee back pressure testing on the clearlink components with no issues noted; the set worked according to specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.